Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedances measuring greater than 200 ohms. Technical services recommended to check to see what the patient was doing at the time of the ooo measurement. If not electromagnetic interference (emi) related, then recommended to evaluate the patient in the clinic for further troubleshooting and to consider a commanded shock test. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedances measuring greater than 200 ohms. Technical services recommended to check to see what the patient was doing at the time of the ooo measurement. If not electromagnetic interference (emi) related, then recommended to evaluate the patient in the clinic for further troubleshooting and to consider a commanded shock test. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead also exhibited high pacing thresholds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedances measuring greater than 200 ohms. Technical services recommended to check to see what the patient was doing at the time of the ooo measurement. If not electromagnetic interference (emi) related, then recommended to evaluate the patient in the clinic for further troubleshooting and to consider a commanded shock test. At this time, the lead remains in service. No adverse patient effects were reported.